Event description:
The pump was received for service with the report "pump shuts itself off". Information was not provided regarding whether or not the device was in patient use when the reported event occurred. The hosptial representative stated they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not available regarding when the event occurred, patient status, medical intervention, patient injury, age of patient, or medication involved.